Manufacturer narrative:
A ge oec service representative investigated the issue and performed a collimator beam alignment to restore proper display field. System is also obsolete, well past end of life cycle. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 2000 fluoroscopy system had collimators appear in display image in fully opened position.